Event description:
Customer reported that an aspiration failure occurred during surgery. The surgery was completed after replacing the pack with another one. The sample is not available for investigation as it was disposed.

Manufacturer narrative:
This is the sixth complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. (B)(4).